Manufacturer narrative:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred; became loose. The one-way valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became loose once the sheath was in the body and there was a bleed back into the valve. They exchanged the sheath and the issue was resolved, the case continued without any further incident. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 50000026 number, and no internal action related to the complaint was found during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Based on the completed mre, the h4. Device manufacture date has been populated with 20-sep-2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that the concomitant product was inadvertently omitted from the 3500a initial medwatch report under field d10. Concomitant med products. The product has now been added.

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. Became loose. The one-way valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became loose once the sheath was in the body and there was a bleed back into the valve. They exchanged the sheath and the issue was resolved, the case continued without any further incident. Additional information was later received indicating the hemostatic valve was dislodged in the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve did become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost: 5-10 cc¿s; as such, this will not be considered a serious patient adverse event.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).